Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure wherein, the old precision ipg was replaced with montage ipg. The explanted ipg was discarded.